Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/28/2010 and 11/10/2010 by phone, fax, and mail. Medical records were rec'd on 10/22/2010. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported eight pts experiencing a refractive surprise following intraocular lens (iol) implant surgery. Medical records were rec'd and indicated the following: this pt was implanted bilaterally. For this eye, the target was for better intermediate and near vision. At the one week postoperative visit, the pt reported blurry vision. Prescription for glasses was given to this pt to resolve the event. In a f/u, the technician reported the event continues and there were no surgical intervention performed. There are ten medical device reports associated with this event. This report is for the first pt, left eye.